Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during a dwell cycle of peritoneal dialysis therapy while the patient was connected. During troubleshooting, the patient stated that the supply bag was empty. There was nothing unusual noted with the supplies. The technical service representative advised the patient to finish therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.